Event description:
Reporter alleged patient obtained blood glucose results of 199 mg/dl, 57 mg/dl, and 222 mg/dl when testing was performed back-to-back on the advantage system. Reporter stated there was no treatment or action based on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.